Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported hypoglycemia twice due to the insulin pump delivering more insulin than she programmed. The customer was not comfortable with this insulin pump, and requested a replacement. Nothing further was reported.